Event description:
It was reported that "patient was operated on for a periprosthetic fracture of femur."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. Additional information (including device, x-rays and medical records) was requested. If additional information or device becomes available, the evaluation summary will be submitted in a supplemental report.